Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced due to patient dissatisfaction: patient didn't like the spectra penile prosthesis, spectra penile prosthesis was "broken". No patient complications were reported in relation to this event.